Event description:
A malfunction alarm was reported, identified by code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. It was advised that the customer continue using the pump and contact support if any further issues arise.